Event description:
This case reported by a consumer who contacted the company to report a product complaint concerns a male of unspecified origin. Relevant medical history was not provided. Concomitant medications included insulin glulisine and insulin glargine. The pt received insulin lispro (humalog), via a cartridge through a memoir burgundy device, for an unspecified indication, beginning about a year ago (2007). The pt reported he experienced low blood sugars (no date provided), and in the last three or four months (2008), he was found unconscious by his wife twice. The pt reported he had this experience two to three times a month recently (2008). For corrective treatment liquid glucose was used first and if that did not take care of it glucagon was used. No other info was provided and the outcome was unknown. The pt also experienced high blood sugars and worsening of this diabetes. He reported his fasting blood sugar was between 170 (mg/dl) and 200 (mg/dl0) (no date provided). The pt reported his doctor told him, he would need to increase his insulin glargine and he would need an insulin pump. The pt also reported he experienced burning with insulin glargine. No other info was provided and the outcome for both events was unknown. Humalog use continued. This case was associated with a suspect memoir burgundy device and humalog cartridge (attempted to obtain lot/control number; info was unknown). The pt was the operator of the device. It was not provided if the pt was trained user for the device. The general duration of use for the device was about one year. This report included a product complaint that the device had dashes in the dose window. The return status of the device was not provided. The use of the drug and device continued. Additional info will be requested. Additional info was received on 06/20/2008 and was added during the initial processing of the case.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. Note: this report is an initial report. A follow-up report will be submitted when the final eval is completed.